Event description:
It was reported that during a meniscus surgery the slot cannula was placed and the fast fix was passed through this , cannula was removed and the t1 was passed without any problem in the meniscus, side to this to 4mm, the fast fix needle was passed until it was in contact with the meniscus, the sliding device was activated on two occasions in order to confirm that t2 down, however, when the needle was removed, t2 was still in the device, it was passed again and in the same way, but when removing the needle, t2 also came out of the meniscus. No significant delay or patient injury reported. It is unknown if there was backup device available.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the sliding device was activated on two occasions in order to confirm that the second disc down, however, when the needle was removed, t2 was still in the device, it was passed again and in the same way, but when removing the needle, t2 also came out of the meniscus.¿ the depth limiter is attached. T1, t2 and suture were not returned. The actuator cycled once and then froze up. There is no permanent signs of twisting or bending of the delivery needle. No root cause was confirmed. Occurrences are monitored through surveillance.